Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient underwent pain over their scar area and a discharge was observed. Upon physician examination, infection was discovered at the lead site. Patient underwent oral antibiotic treatment. A surgical intervention to explant the system is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that the device and lead was explanted. There were no complications during the procedure. Patient was stable.